Event description:
It was reported that customer did not see insulin drops at end of tubing during fill tubing step and became concerned about proper insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer had correctly prepared cartridge, then resolved issue by changing infusion set and cartridge and successfully resumed insulin, and no additional follow-up actions were documented.